Manufacturer narrative:
The customer was provided with a quote for onsite labor and service. Philips was unable to confirm the alleged device issue or final disposition of the device because the customer allowed the quote to expire, refusing service. No further work was performed by philips. Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting address line 1: (B)(6); reporting address state: (B)(6); reporting address postal: (B)(6); reporting institution phone number: (B)(6); reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not turn on. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided with a quote for onsite labor and service. Further information, troubleshooting, and resolution are pending the customer acceptance/rejection of the provided quote. Investigation is ongoing.